Manufacturer narrative:
D10 concomitant medical product: sigsmrtchgr, sig power sigsmrtchgr four bay charger (serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during device testing/maintenance, the powered handle did not charge. The user tried multiple chargers and even rebooted the handle; however, the issue was not resolved. The charger also worked and gave error messages intermittently. When the handle was repositioned in the charger, the handle would charge again. There was no patient involvement. Medtronic's initial evaluation of the returned product found that the handle was opened and cell 2 was noted to have vented.